Event description:
It was reported that during the reprocessing of a da vinci maryland bipolar forceps instrument, the wire was observed to be coming out of the tip. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch up cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the instrument's wrist were intact and undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable found during failure analysis investigation could likely cause or contribute to an adverse event if the malfunctions were to recur.